Event description:
It was reported that during a bypass procedure, the clip applier was loading the clip slowly into the jaws and did not feel like the clip was closing down on the vessel when firing. The next clip that was deployed was also taking a long time to deploy. The jaws of the clip applier were loose and gave the appearance that there is a spring broken inside. Case completed with same device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information requested and received: did the clip fall off the vessel and into the patient? No. If so how was the clip retrieved? N/a. At what firing did this occur? Approx 2nd or 3rd firing. Was there any torquing or twisting of the device when firing the device? No. Was the device fired across any hard objects damaging the jaws of the device? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.